Manufacturer narrative:
Date of event is estimated. During processing of this complaint an attempt was made to obtain complete event and patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a surgical procedure for an unrelated issue and did not set their ipg into surgery mode prior. In turn, the patient's ipg was deemed inoperable after the procedure took place. The next course of action is unknown at this time.

Manufacturer narrative:
Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
A4 - the patient's weight was obtained via follow-up. B1, b2, & h1 - all three fields were updated per additional information obtained via follow-up.

Event description:
Additional information received/obtained revealed multiple troubleshooting attempts were performed with no success. As a result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue. Therapy restored.

Manufacturer narrative:
Correction: g3: the date received by manufacturer on the previous report should have been 15 april 2022 rather than (B)(6)2022.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery. There is sufficient instruction in the clinician manual regarding use of electrosurgery devices. As a result of this finding, actions have been taken to prevent reoccurrence.